Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged and was identified during post operative check. The rv lead was revised and reprogrammed outputs in order to capture. No patient complications have been reported as a result of this event.